Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving constant check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation the white (drvn_gnd) wire was open in the trunk cable, causing the reported check therapy electrode alarms. The root cause for the open wire could not positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open wire. The patient received a replacement electrode belt.